Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump for an unknown indication. It was reported the patient was traveling on vacation and not near her managing physician. It was reported, ¿I think it is delivering a little too much medication because I¿m feeling a little sedated.¿ this started very suddenly on (B)(6) 2020. The patient still felt nauseous and over sedated. The patient did not know the dose/concentration but said she knew it was ¿very low.¿ the patient was redirected to follow-up with a healthcare provider (hcp). Hcp listings were emailed to the patient. Further information was not provided. No further complications were reported/anticipated or expected.